Manufacturer narrative:
(B)(4). Concomitant medical products: 912068, juggerknot soft anchor short w/needles single loaded, 572690; 912068, juggerknot soft anchor short w/needles single loaded, 155810; 912068, juggerknot soft anchor short w/needles single loaded, 884060; 912073, juggerknot soft anchor short disposable kit, 359260. Event occurred: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05324, 0001825034-2018-05325, 0001825034-2018-05327.

Event description:
It is reported that during a shoulder arthroscopic surgery, tips of two (2) anchor inserters bent and fractured. A fractured part of one inserter was removed from the patient's body, while the fractured part of the other inserter was retained in the patient's body. Two (2) additional anchors pulled out from the patient's bone during attempted implantation. There was a greater than thirty (30) minute delay to the procedure to remove the products, drill additional holes, and prepare additional implants. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of products returned. Two of the inserters were bent and broken and two were not bent or broken. Only three of the four anchors were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during a shoulder arthroscopic surgery, tips of two (2) anchor inserters fractured. A fractured part of one inserter was removed from the patient's body, while the fractured part of the other inserter was retained in the patient's body. Two (2) additional anchors pulled out from the patient's bone during attempted implantation. There was a greater than thirty (30) minute delay to the procedure as a result of the malfunctions. No additional patient consequences were reported.